Event description:
The customer contact reported an adverse event occurred while the device was in use. At unspecified time, the device was programmed in the pca only mode, to deliver an unspecified concentration of dilaudid with a 0.1mg pca dose, a 10 minute lockout, and a 0.5mg loading dose. During rounds approximately 4 hours later, the nurse noted that the patient was unresponsive. The nurse activated the emergency response alert; however, medical interventions provided were unspecified. The patient was transferred to the intensive care unit. The device was removed from clinical service. Reportedly, the patient did not regain consciousness and expired three days later. The customer contact reported "it is our belief the patient had a stroke," which was diagnosed by neurology. The customer contact reported at this time the facility, "is unsure if there was a problem with the pump or if it is related to a stroke that the patient suffered at the same time. Though requested no additional information was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. The pump history was downloaded at the manufacturing facility. A review of the pump history indicated on 11/16/2006 at 2005, the pump was programmed to deliver in the pca only mode, with a drug concentration of 0.1mg/ml, a 0.2mg pca dose, a 10 minute patient lockout, and no dose limit was selected. At 2006, the door was locked, a check settings alarm occurred, the door was opened, the above programmed settings were confirmed, and the door was locked. At 2112, there was one 0.2mg patient initiated delivery. At 0000, a new date stamp of 11/17/2006 occurred. At 0110, the door was opened, a check printer alarm occurred, and the pump was powered off. Review of the pump history indicates that the pump delivered as programmed.